Event description:
Pt's intermate infusion device burst during the infusion. This is an elastomeric device with a balloon like chamber inside a hard plastic container. The inside balloon holds the intravenous medication. Approx 45 minutes into an infusion which was supposed to last one hour, the balloon burst and medication spilt into the hard container. This happened 4 times to the same pt. Incident reported to baxter healthcare. Dates of use: (B)(6) 2012 - 2 days. Reason for use: osteomyelitis. Event abated after use stopped or dose reduced: yes.